Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
During preventative maintenance of the device, the user reported the cover to occluder module had a small crack. No other details regarding the nature of the event were provided. Since the event occurred during preventative maintenance of the device, there was no patient involvement during this event.